Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, an obstruction was removed and insulin delivery was resumed. Additionally, it was reported intermittent occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. Customer's blood glucose was 300 mg/dl.